Manufacturer narrative:
Customer service sent a replacement pump to the customer. A medela clinician spoke to the customer who reported receiving the pump and her issue was resolved. The product was received and evaluated. The unit performed within specification with a lab kit; the customer kit was not returned to medela. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. The pump was visually examined and the following were noted: pump type: freestyle item # 67060; serial number: (B)(4). The unit functioned within specifications. The bottom housing had broken mounting bosses which had no effect in the performance of the device.

Event description:
The customer reported that she developed mastitis when using the freestyle pump due to low suction.